Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 9/20/2017 with the following findings: a review of the pump¿s black box data history showed evidence of cs 128-00e4 and cs 128-fe81 call service battery alarms. These alarms are defined as post-delivery motor power supply faults. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and the cap was able to fit securely to the pump. During testing, the pump alarmed with the call service 128-00e4 alarm upon the first rewind attempt; some steps of the investigation not be verified because of the alarm. The pump case was removed and there was evidence of moisture corrosion inside the power printed circuit board (pcb) and the 32khz rtc circuit. The investigation was able to duplicate the initial complaint about a "128-fxxx " battery life issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.